Manufacturer narrative:
A serial number was not provided; therefore the device history records could not be reviewed.

Event description:
The physician is reporting that a patient experienced a corneal burn. The patient had a rock hard lens, which was successfully removed. There was no distortion or suture required at the time of surgery. This surgeon checks the eye with a topical dye to confirm there is no leakage from the wound. Post operative examination found the patients eye flattened with the upper portion of the wound shrunk. Suture were applied to stop the wound leaking.